Event description:
Reporter alleged blood glucose was 124 mg/dl at 7 am and took 2 units of insulin as well as ate some carbohydrates. It was reported at 9 am glucose read 247 mg/dl and took 2 more units of insulin however felt low and at 11 am glucose was 56 mg/dl. Reporter stated then taking 3 glucose tablets and felt better. No medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.